Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens+ (lal+, sn (B)(6), +21.5d) was attempted to be explanted on (B)(6) 2025 due to patient's complaints of decreased vision; however, the surgeon was unable to free the lens from the capsular bag due to fibrotic scarring, and the procedure was aborted. During a post-operative exam on (B)(6) 2025, the treating physician notes that the patient has 20/20 uncorrected vision in the affected eye but still reports that their visual acuity is not great.